Manufacturer narrative:
One photo of the set was received for evaluation. Particulate matter was observed inside the drip chamber. The complaint of dirty tubing wall was confirmed. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. Updated information in e3.

Manufacturer narrative:
The device is not available for evaluation, but a picture sample has been provided. Pending evaluation completion.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inches where the customer reported that the tubing wall was dirty. There was no patient involvement. Harm was not reported as a consequence of this event.